Manufacturer narrative:
(B)(4). Concomitant medical products: 183030 - vanguard cr ilok fem-lt 67.5 67.5 - j7028946, 189104 - vngd ant stblzd brg 14x79 - 548500, 141225 - biomet cc I-beam tray 79mm - j6937057. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 001825034-2022-00018, 001825034-2022-00019.

Event description:
It was reported that the patient underwent manipulation under anesthesia approximately 3 months post implantation due to stiffness and arthrofibrosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient underwent manipulation under anesthesia 3 months post-initial total knee arthroplasty due to arthrofibrosis. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue.

Event description:
No further event information available at the time of this report.